Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Skip to navigation, skip to main content. Complaints, press spacebar to reorder. Home, tasks, complaints, medical reviews, mdrs, mirs, canada vigilance reporting, other regulatory reports, investigations, group, dashboards, reports, classification codes. Complaint: (B)(4), path, attachments, no attachments available! Tabs, details, patient/reporter information, audit trail, related complaints, number of days for decision three, dt completion date: 10/2024 complaint no: (B)(4). Classification code as alleged :15. Classification code description: loss of connection. Source: phone. Osvc ID number: (B)(4). Osvc reference number: (B)(4). Osvc created by: jyr0723. Record category: complaint. Region: north america. Group: north america - 115. Psr: owner. Name: (B)(6). Status: complaint review complete. Record type: complaint. Pending medical review. Pending decision trees. Pending dev investigation. Pending har. Pending update request / task. Update request status: no update request. Country of purchase: united states. Country of incident: united states. Distributor complaint date. Files added to complaint. File name: mailsent.pdf. File name: (B)(4). File name: (B)(4) connect error.png. File name: (B)(4) next connect success.png. Patient birthdate: (B)(6) 1977. Patient weight: lbs. Age at the time of event: 46. Patient gender: male. Reporter type: patient. Pediatric or adult: adult. Age unit: years. Serious adverse event information: (0). Event description: signal loss over 1 hour. Conclusion: sent transmitter, sensors and rga kit. Alert date: 2/13/2024. Event date as alleged: 2/12/2024. Insertion date as alleged. No of days since opened: 45. Download identifier: (B)(6). Download identifier type: account name. Automated data analysis request. Is patient using a receiver,mobile,both?: smart device. Is the date exact or approximate?: exact death reported, date of death. Medical intervention/serious injury. Rga created?: yes, the product is able to be returned rga reference number: (B)(4). Rga follow up completed?: yes. Troubleshooting questions: (6+). Navigation mode: pq no. Question: answer: pq-028680944. Transmitter warranty expiration date: 2024-03-16. Pq-028680945. What device(s) are displaying the signal loss?: smart device. Pq-028680946. While the signal loss icon was displayed, was the device within 20 feet?: yes. Pq-028680947. Is the patient using any other bluetooth accessories at the time of signal loss?: no. Pq-028680948. What time did the signal loss occur?: 8:00am. Pq-028680949. Did the signal return or is signal loss still displayed?: signal loss is still displayed. View alltroubleshooting questions: product line as alleged. Stt-oe-002. Product line description as alleged. G6 retail transmitter - IFU kit. Product generation as alleged. Lot number as alleged: 17527304. Ncmr details as alleged. No ncmrs associated with the product. Manufacturing date as alleged: 10/1/2023. Expiration date as alleged: 9/25/2024. Transmitter serial number as alleged: (B)(6). Category as alleged: transmitter. Product line as investigated: stt-oe-002. Product line description as investigated. G6 retail transmitter-IFU kit. Receiver serial number as investigated. Product generation as investigated. Lot number as investigated: 17527304. Ncmr details as investigated. No ncmrs associated with the product. Manufacturing date as investigated: 10/1/2023. Expiration date as investigated: 9/25/2024 transmitter serial number as investigate: (B)(6). Category as investigated: transmitter. Product registration: stt-oe-002. Product system as investigated: model number. Additional product information: (0). Data analysis summary: data investigation confirmed loss of connection on 02-12-2024. Event date as investigated: 2/12/2024. Allegation confirmed by data: confirmed. Data analysis status:completed - manual. Platform data source. Ios app g6. Data available?: yes. Manufacturer's narrative (b5) it was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - correction. G3: date received by manufacturer - additional information. G6: report type ¿ updated/follow-up. H2: correction. H6: adverse event problem - additional information.